Event description:
It was reported that the stimulation was unable to be adjusted and the programmer "was not working". It was noted that "there was no orange light or beeping" on the programmer; after the patient went through reset, the programmer "passed self-test". It was also stated that the implantable neurostimulator (ins) on the patient's right side "had turned off" and the patient had not felt good for "several days" prior to this report. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3387s-40, lot#: v616865, implanted: (B)(6) 2011; product type: lead; product ID: 3387s-40, lot#: v616865, implanted: (B)(6) 2011, product type: lead. (B)(4).